Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2024. The event date is an approximation. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event, at 02:30pm, the patient had a seizure and the parent called an ambulance. When a fingerstick was taken the cgm was reading 5.7 mmol/l and the blood glucose reading was 2.8 mmol/l. The patient was brought to the hospital and was treated with gravol, and saline and sugar water. The patient was discharged after 07:00pm. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.